Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "while doing a total knee procedure, the scrub tech dropped an instrument on the floor. Rep had a second set of instruments at the hospital, so he retrieved the necessary instrument tray to replace the dropped instrument. The instrument tray was retrieved from a common area where other sterile instruments were stored, the instrument trays were wrapped, and appeared to have been processed. The rep brought the instrument tray into the room and opened it. After the procedure was complete, the hospital discovered that the second instrument tray was not sterile."